Event description:
It was reported while using bd vacutainer® sst¿, the stopper of one tube exhibited a molding defect resulting in closure separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: the first affiliated (B)(6) hospital there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received one photo for investigation, which shows a deformed rim on a stopper. A total of 30 retained samples were visually inspected, and all retained samples passed the inspection without any failures. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.